Event description:
Customer reported exposing her insulin pump to moisture, resulting in fluid to be present under the lcd screen. She stated that she had forgotten the insulin pump was on her when she wore it in the water. Customer's blood glucose was 209 mg/dl. The customer also reported changing the battery and then receiving a battery out limit alarm. She stated she had left the battery out of the insulin pump for a greater duration than allowed. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.